Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. The device was evaluated on-site at the customer facility. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery alarm issue; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. It is unknown if there was patient involvement, patient injury, medical intervention necessary, or adverse event in association with this condition. The user interface module software version of this pump is 5.08.92. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, the root cause was assigned to use/user error.